Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's mother also reported that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's mother stated that they tried different infusion sets or cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated that the sites were rotated. The customer's mother stated that the tubing was not bent or kinked. The customer's mother stated that they tried all remedies. The insulin pump will not be returned for analysis.